Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6) block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula remained intact. However, the sheath was found to be detached from the heat shrink and was also buckled. Furthermore, during the functional inspection, it was observed that the basket failed to open. The reported event was not confirmed. Based on all available information, it is likely that the sheath became detached and buckled at the heat shrink. This condition hindered the proper functioning of the device, resulting in the failure of the basket to open. The detachment of the sheath from the heat shrink, along with the observed buckling, indicates excessive manipulation or technique during the procedure as the probable cause. These failures in the device's functionality were the result of the sheath detachment, ultimately leading to the basket's inability to open. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a biliary lithotomy procedure performed on april 6, 2023. During the procedure, the handle cannula detached, and the basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter: (B)(6). Imdrf device code a0501 captures the reportable event of handle cannula detached.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a biliary lithotomy procedure performed on (B)(6) 2023. During the procedure, the handle cannula detached, and the basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.